Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of less than 20 ohms and out of range intrinsic amplitude. There was noise and oversensing observed technical services (ts) discussed the patient may need a lead revision. At this time the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.